Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the up, down, and ok buttons were under responsive. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 5/2/2017. The device has been returned and evaluated by product analysis on 04/11/2017 with the following findings:.could not duplicate unresponsive keypad complaint. Keypad is undamaged, all buttons are responsive. Opened keypad cover, no contaminants found under contacts. Opened pump, moisture damage found on keypad flex connector. Dim display with reddish text. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.